Event description:
The product was used during a demonstration procedure. Reportedly, the instrument jammed. The instrument was not clinically applied.

Manufacturer narrative:
12/31/1997-supplemental report #1 submitted to FDA.